Event description:
It was reported that during an initial implant procedure, the header of the pacemaker failed to connect with the atrial lead. The pm was replaced, and a new pm was implanted. The patient was stable throughout.